Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed that all recorded prime volumes were within normal specifications. During testing, the pump loaded and primed to 100 units. The pump performed the rewind, load, and prime steps with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. The force sensor resistance reading was found to be out of the required specifications. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance readings were out of the required specifications. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.